Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 for treatment of stress urinary incontinence and mesh was used. The patient experienced pain, a sensation of pulling and irritation in lower abdomen, brownish discharge, vaginal bleeding. On (B)(6) 2008, patient was attended for emergency care due to complaints of pain, bleeding, pulling feeling. On (B)(6) 2008, patient was referred to (B)(6) clinic. On (B)(6) 2008 patient underwent cystoscopy - vaginal inspection. It was noted that there was evidence of erosion of the tape on the left lateral and floor areas coming from the left side. On (B)(6) 2008 the patient underwent urethral-vesicle lysis. On (B)(6) 2008 the patient was referred to specialists.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).